Event description:
In 2005 - mesh implanted in patient. Patient was experiencing increasing pain. In 2009 - since patient had been implanted with a recalled ck, surgeon decided to remove the mesh patch. Mesh was noted to have shrunken somewhat and bowel adhesions were present. Surgeon noted that no bowel perforation or other significant condition was evident.

Manufacturer narrative:
Surgeon reported that he did not note any specific defect with or related to the mesh. Mesh was explanted more as a precautionary measure. Returned sample consisted of an explanted composix kugel patch noted to have been "soaked in formaldehyde." The patch was folded/bent toward the eptfe side on one edge. The eptfe overlap along the entire circumference of the patch is consistently/evenly rolled over toward the eptfe side with what appears to be fatty tissue attached to the rolled eptfe overlap. There was a substantial amount of tissue ingrowth into the mesh observed, except in the area where the fold/bend is. The patch was then manually examined around the circumference of the recoil ring pocket; the ring and ring weld appeared to be intact. The cause of patch fold and rolled eptfe overlap cannot be determined based on the available information. We are unable to determine if the patch caused or contributed to the patient's pain.